Event description:
It was reported that the patient presented for scheduled generator change. During the procedure, the lead exhibited noise when connected to pacing system analyzer (psa). The psa was tested by connecting to a different lead and no noise was noted. The physician elected to replace the lead due to noise issue. The lead was not used. A new lead was implanted successfully. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.